Event description:
The snap assembly was revised in 2002 after having been implanted approximately three months. It was not working properly for the patient. A shuntogram showed that the valve worked fine.